Event description:
It was reported that this right ventricular (rv) lead was explanted 4 days post implant due to unknown reason. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was explanted 4 days post implant due to physician believes that the lead may have had micro perforation due to increased threshold and diaphragmatic stimulation. A new lead was implanted, and the rv lead will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was explanted 4 days post implant due to physician believes that the lead may have had micro perforation due to increased threshold and diaphragmatic stimulation. Additional information indicated that patient experienced lightheadedness, fatigue and pacemaker mediated tachycardia events which shows possible loss of capture. A new lead was implanted, and the rv lead will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e0112. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of high capture threshold was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced diaphragmatic stimulation, lightheadedness, and fatigue. There were pacemaker mediated tachycardia (pmt) episodes stored which showed possible loss of capture (loc) and increased pacing thresholds were observed. The physician believed a micro perforation of the rv had occurred and this lead was explanted and replaced. The explanted lead was not saved to be returned for analysis. No additional adverse patient effects were reported.